Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had developed an infection. The entire system was explanted. Further information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.